Event description:
It was reported that the device was leaking therefore will need to be sent in for repair/exchange. Additional information was received via email informing that they've ordered parts for this device and will not send it in anymore. Patient involvement unknown

Manufacturer narrative:
B3: date of event and d5. Operator of device is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Device evaluation: no product was returned, and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. The exact cause could not be determined; however, based on the reported problem, the most probable cause was a cracked tank cover. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action was taken as the device was not returned. If the product is returned the manufacturer will re-open the complaint for further device analysis.